Event description:
A customer reported experiencing a cartridge alarm 30, which did not cause their blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The issue did not occur during the load process, and the customer had not previously reported similar cartridge alarms with this pump serial number. The customer attempted to resolve the issue by reloading the same cartridge but then encountered cartridge alarm 20. No additional information was received regarding the outcome of the event.